Event description:
This report was reported by the family member of a consumer as "sugar levels became high" and concerns pt who started using an induo insulin delivery device approximately one year ago. On a morning in 2005 the patient tried to inject 23 iu of insulin (type of insulin unknown) his blood glucose increased (values uknown) and at one point he lost his balance. A nurse at the residence gave the patient approximately 20 iu of his insulin using her device and the patient's condition improved. The patient's family member stated that no insulin was coming out of the induo, even after depressing the push button. Lately the patient had experienced high blood glucose levels (values unknown). His insulin regimen (type of insulin unknown) is as follows: 23 iu of insulin 30/70 in the morning, 6-8 iu of insulin r at suppertime and 5-7 iu of insulin nph at bedtime. The patient normally primes the induo prior to injection. However, for the past 2 days no insulin had been coming out, regardless of the dose selected. Different needles had been used, also from a different box. The patient's medical history includes asthma. The outcome of the event was not reported.